Event description:
The user facility reported that after the procedure the right radial artery was closed with a tr band. In recovery the patient developed a hematoma distal to the band. It was noticed that the tr band did not retain the air infused. The procedure was successful. The patient was treated for the hematoma and discharged. Additional information was received on 12 jun 2023: the procedure for the patient prior to applying the tr band was a diagnostic angiogram of the right and left. 8mls of air was injected into the tr band when it was applied. Slender radial sheath was used in the access site. The tr band was noticed to be losing air immediately after inflation. Hemostasis was achieved by manual compression with pressure dressing. The hematoma was described as small with slight swelling and no pain to patient. They treated the hematoma with manual compression and pressure dressing. There was no blood loss. There was no noticeable damage to device. The patient was stable and discharged that evening.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl manager. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).